Event description:
Reliance 7.5mm x 55mm polyaxial screw, ti, is part of the rms pedicle screw system. Vy spine was made aware of the broken screw, (B)(6) 2024, via text message from field rep forrest smith. Physician performed a revision (B)(6) 2024. Screw head was removed and the embedded screw shaft was left in the bone per physician. At thist time, it is unknown when or how the screw broke.

Event description:
Reliance 7.5mm x 55mm polyaxial screw, ti, is part of the rms pedicle screw system. Vy spine was made aware of the broken screw on (B)(6) 2024, via text message from field rep (B)(6). Physician performed a revision on (B)(6) 2024. Screw head was removed and the embedded screw shaft was left in the bone per physician. At this time, it is unknown when or how the screw broke. Update: original procedure occurred on (B)(6) 2020. During the revision a screw was placed adjacent to the broken screw. The broken screw was discovered on an x-ray during a follow-up visit. The patient did not report any pain from broken screw. Physician reported the root cause as patient non-compliance to post operative instructions as cause of the broken screw.